Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which had been implanted 3.4 years, was unable to be interrogated. Two different wands and two different pacing system analyzers were used. The electrogram displayed normal pacing.